Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was <0.1 miu/ml. The initial result was released outside of the laboratory, but was questioned by the physician as the result did not match the patient's clinical picture. The patient sample was retested with a hcg+b result of 338.7 miu/ml. There was no allegation of an adverse event. The hcg+b reagent lot information was requested but was not provided. The field engineering specialist replaced a nozzle. He adjusted the sample/reagent probe positioning along with adjusting its sensitivity. Reproducibility testing was performed with a pooled serum sample with acceptable results. The analyzer works within specifications.